Event description:
During a lap cholecystectomy procedure, the clip would not be laoded. Another device was used to complete the case. There were no adverse consequences to the pt. One device returning.